Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the guidewire could not be advanced. The physician elected to complete the procedure with a different lead. The patient was in stable condition.